Event description:
In 2008, the pt reported that she has experienced elevated blood glucose since beginning use of a new type of infusion set. She stated that she has also experienced insulin leakage at the luer connection of the infusion sets. She changes her infusion site every 3 days and her infusion tubing every 6 days. She stated that her blood glucose begins to elevate (over 600 mg/dl) 1.5-2 days after she changes the infusion site and she experiences vomiting. She was advised to change her infusion site every 2 days. She stated that she uses injection therapy to lower her blood glucose. Her normal blood range is 100-200 mg/dl. She stated that her blood glucose measured 78 mg/dl in the middle of the night in 2008, and when she woke up her blood glucose had elevated to over 500 mg/dl. At the time of the report the pt's blood glucose measured over 400 mg/dl. To troubleshoot the pt was instructed to disconnect from her infusion site and to bolus 4 units of insulin. The bolus was successful and there were no air bubbles present. The pt was sent a different type of infusion set and an infusion set insertion device. Upon follow up six days later, the pt stated that after beginning use of the replacement infusion sets her blood glucose was "back under control and stable". The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged infusion sets. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.